Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge became loose and was dislodged from the pump. The customer reloaded the cartridge and resumed insulin delivery. There was no reported adverse impact to the customer's blood glucose level.